Event description:
Nurse used sure safe safety syringe to give an emergency dose of medication to an agitated patient. Gave injection in left outer gluteus and after emptying syringe of medication, pressed 3 times to get the needle to automatically retract. It would not retract. Nurse had to pull the needle back almost to the point of totally withdrawing it before it would retract.